Event description:
The customer reported to baxter (B)(4) of a pvc-free admin.set in which "the tubing came off from the dripping chamber, without any movement of the patient or of the operator, during the infusion of the drug taxolo. The device was substituted." The event occurred during infusion. A patient/user was involved. This report addresses one of six occurrences. In 3 cases, there was contact of the drug with an operator's skin and in 1 case there was contact with the patient's skin. In the one case involving contact with the patient's skin, there was a check up with an eye doctor resulting in therapy for the eye. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. This issue is being investigated through CAPA. This specific incident involved contact of taxol with the operator's skin only. Corrections: no expiration date is known, as there is no lot information. The correct drug name is taxol and not taxolo.